Event description:
It was reported that during a procedure to treat a lesion in the renal artery using the visi pro stent, the prongs at the back of the stent were observed "springing" or "sticking out" once advanced through the sheath. This issue was not present during device preparation or when advancing the stent into the sheath over the guidewire, but was noticed after the stent left the sheath inside the body and traveled into the aorta. The prongs were described as "barely" sticking out, and the physician elected to proceed with deployment. The stent was deployed in the renal artery, appeared well apposed, and the balloon catheter system was removed safely. A 6fr non medtronic sheath and a 0.035" guidewire were used. Final pictures were taken during the procedure, and no issues were observed during use or deployment. The vessel was post-dilated using the balloon on the visi pro catheter. No embolic protection was used, and the vessel was not pre-dilated. The procedure was completed without injury or intervention, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.